Event description:
It was reported that pump experienced rapid battery loss. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional actions or outcomes were reported.